Event description:
The reported initially stated that a toric implantable collamer lens has rotated 3x since 2015/2016. A possible lens removal and replacement was reported. Per updated information the reporter states that repositioning/rotation was performed due to lens rotation but it did not resolve the problem. It is unclear if the lens has been explanted or if the removal is pending. Additional information has been requested. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).